Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the screen went blank. The customer reported the issue occured when turned on. The customer reported the ventilator does not cycle. There are no reports of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for evaluation. Upon inspection and powered up, the display was dark. The failure analysis technician was able to duplicate the reported issue.